Event description:
An ophthalmic surgeon reported that three pts presented with diffuse lamellar keratitis (dlk) two days after a femto-lasik surgery. The pts had blurred vision and were treated with topical antibiotics and topical corticosteroids. The event was expected to be resolved in several weeks. According to surgeon's opinion, it was not clear what caused the dlk. Additional info has been requested but not received to date. This is one of three medical device reports being filed for the same facility. This report is for one of the pts.

Manufacturer narrative:
A service visit was performed. The device history records (DHR) for the device were reviewed. The associated device was released based on MFR acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).